Manufacturer narrative:
This supplemental report was created because the device was returned. Returned product inspected and complaint could not be confirmed, the technician evaluation indicates incident is not attributable to a design, product quality, or labeling deficiency of the device. The root cause cannot be established. Additional reporting on this event will be provided as a supplemental report to this document if more is information becomes available.

Manufacturer narrative:
It was reported that the patient has a blister/ulcer on her heel. No further information was provided. The device has not been returned for evaluation; the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the patient has a blister/ulcer on her heel. No further information was provided.